Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence, fecal incontinence it was reported that the patient was in the hospital in a critical condition and the reason for being hospitalized was unknown. No symptoms were reported and no further complications were noted or anticipated